Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024, where the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient programmer was displaying an end of service message. As such, surgical intervention may be planned to address the issue at a later date.

Manufacturer narrative:
B3- date of event is estimated.